Manufacturer narrative:
Concomitant medical products - tg3115/06690579, tgt3415/10258769, tgt3415/10258770. The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The cause of the device infection and aneurysm enlargement could not be determined with the information available. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to infection, aneurysm enlargement, and surgical conversion. Tg3115/06839555 = (B)(4). Tg3115/06690579 = (B)(4). Tgt3415/10258769 = (B)(4). Tgt3415/10258770 = (B)(4).

Event description:
On an unknown date, this patient underwent an endovascular repair of a descending aortic aneurysm using non-gore stent graft. After the procedure, a distal type I endoleak was identified, and the aneurysm ruptured due to the endoleak. On september 18, 2009, this patient underwent another emergent endovascular repair using two gore® tag® thoracic endoprostheses to repair the rupture. No issues were reported. The patient tolerated the procedure. On september 30, 2009, the patient was discharged. No issues were reported. The diameter of the aneurysm was 66mm. On march 17, 2010, six month follow-up imaging showed that the diameter of the aneurysm was 49mm. No issues were reported. On september 24, 2010, one year follow-up imaging showed that the diameter of the aneurysm was 46mm. No issues were reported. On september 26, 2011, two year follow-up imaging showed that the diameter of the aneurysm was 46mm. No issues were reported. On june 14, 2012, three year follow-up imaging showed that the diameter of the aneurysm was 46mm. No issues were reported. On the same day, another endovascular procedure was performed using two gore® tag® thoracic endoprostheses to repair new aneurysms emerging at proximal and distal to the descending aortic aneurysm repaired during the initial tag procedure. On (B)(6) 2013, four year follow-up imaging revealed infection of the devices. The cause of the infection was reported to be unknown. The diameter of the descending thoracic aneurysm enlarged to 56mm; however no endoleaks were reported. On (B)(6) 2013, an open surgery was performed to repair the device infection, whereas all the devices were explanted. It was reported that during the open surgery, after the devices were all explanted, the patient coughed up excessive amount of blood, and was found to develop tracheal fistula. The bleeding was reported to be related to the surgical procedure. Gore® tag® thoracic endoprostheses were emergently implanted for hemostasis; however the patient¿s condition did not recover after the surgery. On (B)(6) 2013, the patient expired due to multiple organ failure caused by the excessive bleeding during the open surgery. No further information is available.